Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). No consequences or impact to patient, no patient involvement, burn of device or device component, smoking. An expanded investigation through correction and removal fa25aug2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product information letter dated (B)(4) 2010 (re-enforcing the product correction letter previously sent on 27 march 2009) along with a label affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation that is currently being utilized with the customers cell-dyn 3700 analyzer. Since the fuse is a customer replaceable part, instructions were also provided to the customer to refer to the trouble shooting section in the operators manual for replacing an incorrect fuse (replacement fuses were provided in the accessory kit shipped with the cell-dyn system). In the event that the correct fuse is not included in the accessory kit, the customers are instructed to contact their local customer support representative in order for a replacement fuse to be provided to the customers.

Event description:
The account noticed smoke coming from the back of the cell-dyn 3700 analyzer. The account stated they were in the process of turning on the cell-dyn 3700 analyzer when the fuse burned out and the instrument shut off. Then a light amount of smoke was noticed coming from the back of the cell-dyn 3700 analyzer. No injury was reported due to the smoke from the cell-dyn 3700.